Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. An attempt was made to deliver the 2.25 x 18 onyx frontier stent to the mid lad and the diagonal bifurcation, but friction was felt when the stent passed through the previously implanted stent (from 2019). During attempts to withdraw the stent delivery system, there was resistance felt. Upon removal of delivery system, the balloon was inspected and the stent was not present. Under flouro, the stent was seen to have dislodged in the mid lad. It was then attempted to deliver a balloon to crush stent against vessel wall but was unsuccessful in delivering the balloon. The stent was not removed from the patient. The patient reported to be stable and was transferred to another hospital for further evaluation and to consider possible percutaneous removal or coronary artery bypass graft (CABG) if necessary. It was stated that this was a complex case in which it was attempted to stent the lad and diagonal bifurcation in the culotte method. The previously stented area from 2019 had two layers of stent as well as some in stent restenosis. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had 70-80% stenosis. During attempts to withdraw the stent delivery system there was resistance felt, but the device was not yanked on or pulled with excessive force. Numerous attempts were made to wire around the undeployed stent to deliver a balloon and crush the stent however it was not able to adequately deliver equipment beside the stent. The undeployed stent did not move after it came off the delivery system. The dislodged stent got caught on the prior stents already deployed in the vessel, and was stuck on those stents, which is how the dislodged onyx frontier remained in place. The previously implanted stents were non-medtronic devices. There was no damage to these previous stents documented as a result of the event. Initial reporter's phone number provided. Patient gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.